Event description:
It was reported that (1) device was used during a tonsillectomy. It was reported by the affiliate that the dh145 blade became hot and the mucous membrane of the mouth coagulated. Another instrument was used to complete the case. The pt also had pain after post-op. They had to inject silicone.